Event description:
Customer reported, "enfit g-tube connector with hard plastic insert piece within silicone connector dislodge and retained in gastrotomy or jejunostomy tubes for (2) patients. In both cases, these pieces needed to be removed with kelly clamps."

Manufacturer narrative:
Customer reported, "enfit g-tube connector with hard plastic insert piece within silicone connector dislodge and retained in gastrotomy or jejunostomy tubes for (2) patients. In both cases, these pieces needed to be removed with kelly clamps." It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.